Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 479 mg/dl. Reportedly, the customer administered a bolus. It was reported that the customer was taking steroids. During a system check with tandem technical support; the pump, cartridge, and infusion set functioned as expected.